Event description:
The hcp reported the pt presented in 2004 with signs of an infection. These included fever, redness, swelling, drainage, pain, incisional wound opening, pocket erosion, and meningeal signs and symptoms. A culture of the device pocket, csf, and blood was positive for streptococcus pyrogenes and mrsa and the pt was diagnosed with meningitis. The pt was treated with total device system explant, both IV and oral antibiotics. And wound debridment. The infection resolved and the pt outcome was reported as "ongoing." There was no drug withdrawal "secondary to drug induced coma due to sepsis." The pt's risk factors were unknown to the reporter.